Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) /2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with itching, scar, draining wounds, infections due to recurrent wounds from adhesive, underneath sensor pod area only, which occurred an unspecified number of days after the sensor had been inserted into the abdomen. It is mentioned that the patient contacted a healthcare provider for the skin reaction but there was no documentation of medical intervention or treatment. The scar was present more than 3 months after the skin reaction occurred. No additional event or patient information is available.